Event description:
2001 pt underwent bilateral subpectoral breast augmentation. Pt feels right side is significantly smaller than left after augmentation and seeks repeat augmentation enlargement on right side. After extraction, this particular implant was checked to see if there were any leaks that had been produced. There were none.